Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that the patient who received this newly-implanted device experienced a pneumothorax that may have been related to the implant procedure. A boston scientific field representative reported that it was known that initial access to the subclavian vein was difficult, but it was not known what the cause of the pneumothorax was. A chest tube was placed overnight to successfully resolve the condition, and removed the following day. No additional adverse patient effects were reported.